Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 months from primary surgery the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 july 2022: lot 2108932: (B)(4) items manufactured and released on 04-oct-2021. Expiration date: 2026-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.